Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 34.5cm to 35.0cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.